Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the water cuff of a portex® bivona flextend¿ tts¿ neonatal tracheostomy tube was losing water, and caused a significant air leak. It was reported that the patient's parents did a scheduled tracheostomy tube change, and that the change "went well". Later in the night, the tracheostomy tube needed to be changed again because the water cuff was losing water and causing "low minute ventilation" and a significant air leak. Troubleshooting was done and determined that the tracheostomy tube itself was faulty and not holding enough water in the cuff. The cuff was inflated with 2ccs of water, then deflated again in the stoma. The tracheostomy tube was replaced. No injury was reported.

Manufacturer narrative:
It was determined that 3012307300-2017-01587 was a duplicate of this file (3012307300-2017-01515). Additional information reflects information that was included in 3012307300-2017-01587.

Event description:
The ventilator continuously alarmed for low volume and a significant air leak was observed. Tracheostomy tube site, ties, ventilator circuit, and ventilator were all inspected and troubleshooting was performed. The water cuff of the tracheostomy tube was found to have about 0.5cc less water than was replaced an hour earlier as part of the troubleshooting process. Cuff patency had been tested prior to use. The cuff was filled with sterile water. It was noted that the patient was "already very compromised" at the time of the event, and it is unknown whether the event "made matters worse". There was also a risk of losing the airway. The tracheostomy tube was replaced with a backup. The patient was reportedly doing "okay" after the event, and the event outcome was reported as resolved.